Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2013.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device not received yet.

Manufacturer narrative:
This report is filed october 2, 2013.